Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (1 mg/ml at 0.089 mg/day) via an implantable pump for malignant pain. It was reported that the healthcare provider (hcp) went to do a refill today on this patient and noticed a motor stall message stating pump had been stalled for 1092 hours. Reviewed telemetry mode. They initially thought the patient might have had magnetic resonance imaging (MRI) around that time but they were not able to find one around the middle of august which would be the approximate time based on the programmer. The patient had multiple MRI's in the weeks previous to that, but they did not find one within 2 weeks of that date. The patient had not heard the alarm until after they read the pump today. Reviewed that this would be consistent with telemetry mode. Refill had not been done yet so unknown if there was any volume discrepancy. Reviewed if pump was stalled there would be a significant volume discrepancy, and if telemetry mode, it would normally show the log within 20 minutes. If volumes were close and recovery log showed shortly then pump was in telemetry mode. The hcp later called back and confirmed that patient did have an MRI the day of the last motor stall in the logs. The patient had other stalls in the logs due to MRI with normal recoveries. They accessed the pump and got what was expected. Confirmed the logs now showed a motor stall recovery has occurred. Technical services confirmed that the pump was in telemetry state and the pump had been infusing and the motor was not stalled for 1092 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.